Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt suffered a driveline infection and was hospitalized for two months (incident date is estimated) and the pt underwent treatments for the infection; however, the infection was not resolved. The pt had sever inflammatory response and hypercoagulability and was on IV anti-biotherapy. The pt was anticoagulated with heparin and the activated clotting time (act) was around 2.2-5. The pt's pump power increased and the pt's pi decreased. During the night of (B)(6) 2014 and on (B)(6) 2014 the pump had stopped and restarted. The system controller was exchanged without any effect. An echocardiogram was performed and indicated that the left ventricle was dilated and the pump power was high and pi was low. The hospital team decided to proceed with fibrinolysis and 4 hours later the pump had stopped. The pt was started on adrenalin to maintain acceptable arterial pressure and an impella 5.0 was inserted. The pt was placed on the emergency transplant list.

Manufacturer narrative:
The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.